Event description:
For a 30-day sampling of results using MFR's blood gas cartridge, rptr experienced a 8.75% cartridge failure rate. This resulted in a repeat gas being performed on another blood gas analyzer. On 8/22/95, the MFR's system verification procedure yielded similar results with a 10% cartridge failure rate for blood gas analysis. From these findings, rptr's facility has removed the system from the pt testing. Rptr would recommend FDA investigation into the mfg and quality control process of MFR to determine the root cause of this alarming failure rate.